Event description:
It was reported that four days after cataract removal and lens implantation the patient presented with endophthalmitis (gram positive cocci) in the left eye. A slit lamp showed anterior chamber filled with fibrin and 0.25 mm hypopyon. The visual acuity was light perception. Vitrectomy was performed and injections of antibiotics were administered. After intervention the patient's uncorrected distance visual acuity (ucdva) was 20/250. The patient's current prognosis is improving. Reference MDR # 1119279-2013-00200 for the lens used during lens implantation. Reference MDR # 1119279-2013-00201 for the viscoelastic used during lens implantation.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.